Manufacturer narrative:
This report is submitted on september 7, 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth around the abutment. A skin revision was performed under a general anaesthetic on (B)(6) 2020 to remove the skin overgrowth. The implant remains in-situ.